Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process.the database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 bad keypad 8015 sn: (B)(4) customer stated that the keypad don't work. I explain to the customer that he needed to replace the keypad. The customer said ok and ended the call.